Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported intermittent ECG issues. There was no report of patient involvement.